Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, distal rca (right coronary artery) lesion measuring 4.0x24mm with 99% stenosis. Target lesion one was treated with direct stenting using two overlapping 3.5x32mm and 3.5x16mm taxus liberte stents resulting in 0% residual stenosis. Balloon withdrawal resistance of the 3.5x16mm taxus liberte stent delivery balloon was reported. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.